Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced four infusion set tubing was leaking at adhesive/connector. The patient's blood glucose level was 200-300 mg/dl mg/dl. The patient resolved the issue by removing the tubing from the site, tightening the t:lock and taking 5 unit bolus. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03710 - device 4 of 4.